Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the e433 message was unable to be reproducted during the device evaluation. The root cause of the error code e433 was unable to be identified, wowever, probable causes include: - disturbance of the esg-400 due to interspersed electromagnetic interference fields (temporary error). - the user actuates the foot switch while the generator is booting (temporary error caused by user action). - a defective foot switch due to a short circuit in the connector (temporary error). - a defective foot switch due to a defective reed contact (temporary error). - a defective cable connection between the hvps board and the generator board (temporary or permanent error). - a defective cable connection for the output signal between the generator board and the relay board (temporary or permanent error). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Event description:
The customer reported to olympus, the generator gave a e433, rebooting error. The issue was found during a therapeutic laparoscopic electrotomy procedure. The procedure was completed using a similar device. There was a reported delay about 15 minutes in the procedure , patient under anesthesia, however, delay did not impact the patient. There were no reports of patient harm or injury due to the event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation and the customer¿s reported problem was unable to be confirmed. No faults were found. The appearance of the device was normal, and no anomaly was found inside. The device was powered on to check, all the functions were noted to be normal and the reported e433 error was not reproduced. The concerned product has not been repaired in the last year. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.